Manufacturer narrative:
Initial reporter occupation is patient/consumer. No product is expected to be returned. No information was provided that would point to a cause for the result discrepancy. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an stago laboratory method using neoptimal reagent. On (B)(6) 2022 the patient had a meter result of 4.4 inr (with strip lot 65457316) while the laboratory result was 3.1 inr. On (B)(6) 2023 the patient had a meter result of 4.2 inr (strip lot unknown) while the laboratory result was 3.1 inr. The time difference between the tests was less than 3 hours. The patient's therapeutic range was 2.0-3.0 inr.